Event description:
Customer reported unexpected negative results when testing patient sample with capture-r ready ID (crrid) on the echo.

Manufacturer narrative:
Review of camera images: crrid lot id118. Cells 1,2,3,4 & 14 are d positive. The remaining cells are d negative. Cell 1: echo result=negative well score=1 visual review of image: light pink background/red cell button has a diffuse border. Cell 2: echo result=negative well score=2 visual review of image: light pink background/red cell button has a diffuse border. Cell 3: echo result=equivocal well score=6 visual review of image: light pink background/red cell button has a diffuse border. Cell 14: echo result=equivocal well score=6 visual review of image: light pink background/red cell button has a diffuse border. Positive control=3+ well score=80 negative control=0 well score=0 confirmed the reactivity of the d antigen on retention crrid, lots id118. Customer did not return product or sample for further serological testing.